Event description:
The subject device was returned for analysis and it was discovered that the stent subject device was prematurely deployed inside the catheter during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was found to be stuck inside of the microcatheter shaft approx. 1cm from the hub. The stent was found to be deformed. The stent introducer sheath distal and sdw (stent delivery wire) were not returned. The microcatheter was intact. A functional inspection for the reported event, 'stent deployed prematurely during transfer' and 'stent difficult/unable to transfer' could not be performed as the stent was deployed inside the proximal shaft of the microcatheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported code 'stent deployed prematurely during transfer' was confirmed during analysis of the returned device. The second as reported code 'stent difficult/unable to transfer' could not be replicated. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that 'after tracking stent from introducer sheath into the microcatheter, scrub nurse realized that stent had deployed prematurely in the microcatheter and is separated from delivery wire'. In the follow-up gfe (good faith effort) replies it was stated that the stent prematurely deployed in the catheter hub and that there was resistance noted at the catheter hub. The stent was returned for analysis in a deployed condition inside the shaft of the returned microcatheter. The stent was located near the proximal end of the microcatheter, underneath the strain relief. Upon removal it was noted that the stent was deformed significantly towards the distal (open cell) end and there was also some minor damage noted near the proximal (closed cell) end. The stent delivery wire (sdw) and the introducer sheath were not returned for analysis. It is not possible to say with any certainty what occurred to the device and how the damage which was noted during analysis occurred. In the absence of having the introducer sheath and the sdw to inspect (not returned), one possibility is that, if the sheath was advanced too far inside the microcatheter hub / rhv ((rotating hemostasis valve), the stent can become damaged as it attempted to transfer it from the sheath into the microcatheter lumen. This is one possible explanation to explain the analysis findings. Alternatively, it is possible that the introducer sheath was initially set up correctly but subsequently moved proximally prior to stent advancement out of the sheath. This would result in a gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into this gap. The user will then experience increased resistance when advancing the stent through the microcatheter lumen. The as reported codes 'stent difficult/unable to transfer' and 'stent deployed prematurely during transfer' as well as the as analyzed codes 'stent deployed prematurely during use' and 'stent deformed' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.